Event description:
Prior to lens implant, the patient complained of glare and halos that worsened after the cataract surgery. Approximately 2-3 months post-op, the patient presented with posterior capsular opacification (pco), for which a yag was performed; however, the patient continued to complain of glare/halos. Reportedly, the patient is suspected for thygeson¿s superficial punctate keratitis (tspk) condition. A piggy-back lens of an unknown model was placed in the left eye sometime in the fall of 2018. Reportedly, the symptoms of glare/halos have been alleviated and the patient is fine.

Manufacturer narrative:
The lens is believed to have remained implanted; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined. However, the event is most likely related to the patient''s existing condition.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that post lens implant in the left eye, the patient complained of halos and glare. Reportedly, the orientation of the lens did not change. A yag was performed, but did not resolve the issues. Regarding prognosis, the surgeon is planning to implant a piggy-back lens in order to reduce the glare and halos.